Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR: 2134265-2017-11357. It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The watchman® access system (was) was not deep seated in the laa. A 24mm watchman ® laa closure device & delivery system (wds) was then advance. The closure device was deployed; however, during the tug test the closure device moved proximally and they noticed a growing effusion. The procedure was aborted and a pericardiocentesis was performed. No further patient complications were reported and the patient was discharged home and is doing fine.